Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during machine set up for a navio assisted surgery, the amber led on the ndi camera polaris spectra was active and the dell computer was not booting up. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The navio surgical system india, part number rob00036, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that patient impact beyond the reported 0-30 minute surgical delay, abandoning the navio system and subsequent use of manual instrumentation to perform the procedure would not be anticipated as manual procedure/standardized instrumentation is an approved surgical technique and no patient harm was alleged due to the reported event. The current patient status is unknown. No further medical assessment could be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with corrupt cpu bios settings. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.